Manufacturer narrative:
(B)(6). (B)(4). Corrected comment: a lot history record review was completed for lot numbers 25131541, 25131518, and 25131071 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer while connecting the device to the vacuum circuit and attempting to vacuum, it was observed that the device did not vacuum at all. The vacuuming circuit/source in the op room was checked, but there was nothing wrong. Another om-10000 was tried and there were no problems. No patient injury was reported.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer while connecting the device to the vacuum circuit and attempting to vacuum, it was observed that the device did not vacuum at all. The vacuuming circuit/source in the op room was checked, but there was nothing wrong. Another om-10000 was tried and there were no problems. No patient injury was reported.